Event description:
Spontaneous call from pt's caregiver, (B)(6) - cadd legacy pump sn (B)(4) has a cracked battery cover but is still functional. Sending new pump for am delivery on 1/2. Pt using backup pump - not hooked up to pt at the time. No harm to pt. They will return old pump to us. No further info available. Is the actual device available for investigation? Yes; did we replace device? Yes; did the pt have a backup device they were able to switch to? Yes. Reported by (B)(6), by: pt/caregiver. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No; reported by (B)(6), by: pt/caregiver. Dates of use: from unk to ongoing. Diagnosis or reason for use: pah.